Event description:
New information received noted that programming were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. The patient received inappropriate anti-tachycardia pacing and high voltage therapy. Review of egm revealed that right ventricular lead was picking up far p artifact. Further lead evaluation was discussed. No further information was reported.